Event description:
It was reported that the pt was unresponsive, hypothermic, and had renal failure. No alarms were heard at the time of the report. No further info was provided. The pump contains lioresal per device registration system. A follow-up report will be sent if add'l info is received. Several attempts to obtain add'l info have been unsuccessful as of the date of this report.

Manufacturer narrative:
Pump motor stall has not been confirmed in this device. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication.